Event description:
It was stated that the customer had been experiencing high blood glucose for the past two weeks, and felt the insulin pump was not delivering insulin accurately. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap noted. The insulin pump passed the prime, high pressure and displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.